Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged potentiometer sensor was found. The sensor was replaced to fix the issue.

Event description:
The device was returned due to a problem with the barrel clamp not being detected. The results of the investigation found that the device had a damaged potentiometer service sensor there was no patient involvement.